Manufacturer narrative:
G4:10mar2021. B4:13mar2021. No additional patient information could be obtained. There was no patient harm reported. The philips field service engineer (fse) was dispatched to the customer site for additional evaluation. The fse serviced the unit on 10-jul-2020 and replaced the power management (pm) board to address the reported problem. During service, the fse also identified the occurrence of the error code related to alarm light emitting diode (led) failure. The fse advised the customer to replace the user interface (ui) assembly to address this additional issue. A good faith effort was made on 10-mar-2021 and the customer confirmed that the ui assembly was successfully replaced and the unit was returned to clinical service. The root cause has been linked to unexpected device shutdown addressed field change order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported shut down without any audible alarm. The device was reported to be on a patient at the time the reported issue was discovered; however, there is no reporting any adverse outcome to patient care or therapy. The customer order power management board and the part is on back order.